Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced low blood glucose level. The user alleged the insulin pump was over delivering insulin due to retainer ring recall. Customer's blood glucose value was 40 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer mom felt the low blood glucose event she had was due to retainer ring recall and feels that the recall insulin pump could have caused her daughters blindness but was not reporting any other low blood glucose. Customer stated that the issues with her insulin pump and it has caused her to have severe high and low blood and because of the defective insulin pump and her unregulated blood sugars she was now losing her vision. The device will not be returned for analysis.